Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 551 mg/dl. The customer states his wife was present in regards to the high blood glucose level. The customer stated he has already changed sites and given himself a manual injection. The customer states the insulin squirted out, during manual prime. The customer was not wearing the pump during priming. The customer states he is unsure if the motor slowed down and numbers ramped up. The customer checked the alarm history and did not find any compromised force sensor. The drive support cap appears normal. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.